Event description:
It was reported that an increase in impedance and decrease in sensing were found. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event was confirmed in the laboratory via review of stored diagnostic data. The device was tested on the bench and on our automated testing equipment and found to be normal. The cause of the reported event could not be determined.